Event description:
It was reported that there was a malfunction indicated by a malfunction code that could not be reset, requiring the intervention of technical support. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.